Event description:
Event description guidant/cpi received information that five days after initial implant, due to high thresholds and loss of capture these two leads a selute picotip and a passive fix bipolar were electively removed from service. New active fix lead were implanted without issue.